Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that splinters/small fragments broke off the lancet and got stuck in the patient's finger. The patient used another lancet to remove the fragments from her finger. She did not need or seek any medical attention. The problem started with 4-5 lancets about 3 months ago